Event description:
It was reported that the customer experienced a blood glucose (bg) level of 415 mg/dl. Reportedly insulin was not being delivered from the cartridge. Additionally, the customer was using fiasp for insulin therapy. Reportedly, customer was hospitalized for a non-diabetes related issue; however, while hospitalized customer experienced the elevated bg which prolonged hospitalization. Bg was treated with insulin. No information was provided regarding the release date; however, customer indicated the issue was resolved and no permanent damage was sustained.

Manufacturer narrative:
Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.